Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff had inflation/deflation issue. It was reported that after decannulation of the tracheostomy tube, the cuff maintained its pressure for 3 days indicating it was not leaking. It was already removed from patient and there had been a run of the cuff's leaking lately. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. A visual inspection was performed and it was observed all the components are assembled properly. An inflation/deflation test was performed and it was observed the cuff inflated and held the air, and no leaks were observed, additionally the cuff, inflation line and valve were submerged into a container filled with water and no leaks were observed. Therefore, no failure mode was observed in the received sample since met with the product specifications and no corrective actions are required. No new formal investigation is required, the event will be included in trending and monitoring. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff had inflation/deflation issue. It was reported that after decannulation of the tracheostomy tube, the cuff maintained its pressure for 3 days indicating it was not leaking. The customer indicated it was already removed from patient and there had been a run of the cuff's leaking lately. The patient was decannulated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device cuff had inflation/deflation issue. After decanulation of the tracheostomy tube, the cuff maintained its pressure for 3 days indicating it was not leaking. It was already removed from patient and there had been a run of the cuff's leaking lately.